Manufacturer narrative:
Evaluation results: one portex endotracheal tube was returned for evaluation. The sample was received in used condition without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. A hole was identified in the tube. The following most probable root causes were identified: mixed material from set-up on the crop notch operation. Lack of detection by production personnel who performs the crop notch operation. The following action were taken based on the results of the product evaluation: re-training to the production personnel was conducted by the quality engineer on (B)(6)2019 in order to reinforce the visual inspection procedure.

Event description:
Information was received that a smiths medical portex suctionaid tracheostomy tube was used on a patient who was under respiratory control with a ventilator. A decrease in tidal volume was noted upon repositioning of the patient. Suspecting a cuff leak because of an increase in tidal volume when air was infused into the cuff, a tube change was made, and the customer found the cuff torn. No additional adverse patient effects were reported.